Manufacturer narrative:
It was reported that the valve was unable to fully open, and the valve had difficulty opening and closing. After the surgery, the patient was placed on extracorpeal membrane oxygenation (ECMO) for heart failure. The valve was returned to abbott and investigation found that the sewing cuff was noted to be torn with tissue present. No thrombi or vegetations were present. There was surgical hemostatic material on conduit. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. A smaller valve was implanted without any issues, so it is possible the valve was miss-sized, which could have contributed to the reported event. However, the exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm sjm masters series valsalva aortic valved graft was chosen for implant. The patient was on heparin. During the procedure, the valve was unable to fully open, and the valve had difficulty opening and closing. The device was exchanged to a 23mm sjm masters series valsalva aortic valved graft while the patient remained on cardiopulmonary bypass. After the surgery, the patient was placed on extracorpeal membrane oxygenation (ECMO) for heart failure. The patient status was reported as stable.